Event description:
On 25th may 2026, it was reported by an arthrex's employee via an email that for 2 units of ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®: for the 1st unit of ar-1927bcf-45, its anchor broke during insertion, and a 2nd ar-1927bcf-45 was changed to but the same issue happened again. This was detected during a rotator cuff and labral tears surgery on (B)(6) 2026. The procedure was completed successfully by using the third ar-1927bcf-45. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.